Manufacturer narrative:
(B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot qbzaqx, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where there any patient consequences? Unknown at this time. Was the procedure delayed, if yes how many min? Delayed by minimum 1 hour. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Please confirm: the surgeon does not believe that any needle piece remains in the patient. Is this correct? Was the patient¿s treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Please explain the reason for the prolonged surgery and if it had to do with the needle breakage. What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, as the surgeon was suturing the fascia closed, the needle broke. Both x-ray and ultrasound were used but still unable to locate broken piece. It was reported that the surgeon was certain the piece was not in abdomen. The procedure was delayed by a minimum 1 hour. There were no adverse patient consequences reported at this time. Additional information has been requested.